Event description:
The customer contacted physio-control to report that their device has a service indicator present. There was no patient use associated with the reported event. Upon examination of the customer's device, physio-control observed that it failed to complete the boot-up cycle and, as a result, would not be able to provide defibrillation if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed sc pcb assembly and verified that it was the cause of the reported failure; however, after extensive troubleshooting, physio was unable to determine further component level cause. The ui pcb assembly was also examined further and not failures were observed as it was an ancillary replaced part.